Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified intraperitoneal (ip) antibiotics. It was reported the patient was hospitalized for peritonitis and an unrelated event. The cause of the peritonitis was unknown. The patient was discharged five days after admission. At the time of this report the patient had recovered from the peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. As the sample was not returned, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).